Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-04787 for a description of the other device. It was reported to boston scientific corporation that a gold probe device was used during an endoscopic retrograde cholangiopancreatography and ampulary bleed procedure performed in 2009. According to the complainant, during the procedure, they had two gold probes whose tips flaked off inside the pt. The physician retrieved the flakes with an unk device. The scope was a side view ercp scope; it is possible the probe may have been scraped by the elevator. The physician completed the procedure with a third of the same device with no pt complications and the pt is fine.

Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.